Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device was difficult to toggle, load and unload and when the surgeon was sewing the gastric pouch, the needle broke in half after passing through the tissue. They could not find the needle and was not retrieved.